Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The lot number in one of the pictures matches the report. One of the additional pictures shows the device during use, the clip housing has separated from the cath attach, confirming the complaint. The last picture shows the device after use, the clip is no longer attached to the drive wire, it is unknown how or when the clip deployed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ the IFU also includes the following precaution: ¿holding handle spool during clip advancement may prematurely deploy clip.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis clipping procedure, a cook instinct plus endoscopic clipping device was used. When the nurse attempted to open the clip once through the scope and in position, the entire wire moved forward, and the clip would not open [tromboning]. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Event description:
During a hemostasis clipping procedure, a cook instinct plus endoscopic clipping device was used. When the nurse attempted to open the clip once through the scope and in position, the entire wire moved forward, and the clip would not open [tromboning]. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.